Manufacturer narrative:
Updated data: h6 - annex b, annex d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 10 months following the implant of the transcatheter bioprosthetic valve an elevated b-type natriuretic peptide (bnp) and shortness of breath were observed. Oxygen was administered. An intravenous (IV) diuretic provided. An acute on chronic congestive heart failure exacerbation was identified and reported likely due to a new onset atrial fibrillation. The congestive heart failure was reported as unrelated to the transcatheter valve. The following day an echocardiogram identified and increase in the aortic valve mean gradient from 21 millimeters of mercury (mm hg) to 32 mmhg. No treatment reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the mean aortic gradient prior to the transcatheter valve implant measured 57.7 millimeters of mercury (mm hg). The valve had been implanted at 4 mm at both the non-coronary cusp (ncc) and left coronary sinus (lcs). Following the valve implant at discharge the mean gradient measured 4.4 mmhg. The 21 mmhg mean gradient was obtained per transthoracic echocardiogram (tte) at approximately 7 years and 1 month following the valve implant. The patient was discharged from the hospital 2 days following onset of the heart failure episode. Seven days following discharged the patient noted no symptoms of chest pain or shortness of breath.

Manufacturer narrative:
Image review: transthoracic echocardiogram (tte) imaging provided from 2025-jan-19 noted severe central aortic regurgitation. The pressure half time (pht) measure 145 milliseconds (ms) which was consistent with severe aortic insufficiency (ai) (as <(><<)>200 ms is severe). Echogenic structure was observed in the left ventricular outflow tract (lvot) with doppler waveform indicating possible lvot obstruction. The atrioventricular (av) mean pulse gradient (pg) was 32.81 millimeters of mercury (mm hg). This was consistent with moderate aortic stenosis (as). The posterior mitral valve leaflet appeared thickened with decreased excursion. Mild to moderate tricuspid regurgitation was also noted. Updated data: b5, h2, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information confirmed the patient¿s hospitalization was initiated for the rapid atrial fibrillation. The acute on chronic congestive hear failure led to prolonged hospitalization. The elevated gradient did not contribute to the hospitalization.

Manufacturer narrative:
Product analysis: the product has been returned and the results of the analysis are pending. Updated data: b1, b2, b5, d6b, d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that severe unspecified aortic regurgitation also occurred. Approximately 8 years and 7 months following the valve implant, the patient was hospitalized, the transcatheter valve was explanted, and a non-medtronic surgical aortic valve was successfully implanted. The mean gradient following the new aortic valve placement measured 8 millimeters of mercury (mm hg). Nine days following the valve replacement the event resolved with no sequelae.

Manufacturer narrative:
Updated data: h3 h6 - annex b, annex c analysis: receipt condition - the device was received inside a specimen jar, fully submerged in an unidentified solution, and further enclosed within a heart valve return kit. Visual evaluation of returned device - the explanted valve exhibited outflow ellipticity, with a visibly narrowed inflow aspect. Leaflet 1 was observed in a closed configuration, while leaflets 2 and 3 were observed in an open configuration. Leaflet 1: off-white pannus lined the base of the outflow margin of attachment. Localized nodules of calcific deposits were observed along the margin of attachment distal to commissure 3-1. A large, localized area of leaflet tissue loss was present within the mid-belly region. Leaflet dehiscence was observed along the margin of attachment distal to commissure 1-2, with the leaflet edge adjacent to the dehiscence exhibited mild fraying. The belly region demonstrated overall calcification extending toward the free edge, and a localized linear surface discontinuity was observed in the leaflet tissue adjacent to the calcific deposits. Leaflet 2: two localized areas of leaflet dehiscence were observed along the margin of attachment distal to each commissure, with surrounding tissue appearing intact. The leaflet edge adjacent to the dehiscence distal to commissure 1-2 exhibited mild fraying, while the leaflet edge adjacent to the dehiscence distal to commissure 2-3 appeared rolled toward the belly region. Leaflet 3: localized leaflet dehiscence was observed along the margin of attachment distal to commissure 2-3. The leaflet edge adjacent to the dehiscence exhibited mild fraying. Localized leaflet thinning with surface indentation was observed in the tissue adjacent to the margin of attachment approaching commissure 3-1. Localized nodules of calcific deposits were noted along the inflow margin of attachment, extending into the inferior coaptive area between l3-l1, with additional nodules noted within the belly. The remaining leaflet tissue appeared intact. All commissure pads were fully encapsulated by pannus. Leaflet dehiscence was observed distal to commissures 1-2 and 2-3. Tissue remnants were present at the corresponding superior coaptive junctions. The sutures throughout the valve were predominantly covered by pannus. Broken sutures were identified between nodes 1 and 2 of the outer frame. The outflow crown exhibited a fractured c-paddle with adjacent bent struts. Adherent, glistening off-white pannus was noted along the outer aspect of the frame, extending onto the margin of attachments and posterior aspects of the commissures. Thick pannus was present circumfer entially along the outflow frame. Additionally, glistening off-white pannus adhered to the inflow crowns and extended into the inner lumen. A localized nodule of calcific deposit was observed on the pannus adherent to the inflow crown. Radiographic imaging revealed calcification on all leaflets, with additional calcification observed on adherent host tissue at the inflow and outflow. A stent fracture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.